Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0955-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information related to event has been updated in summary and provided in section b5 with this report.

Event description:
On (B)(6) 2021, customer's wife reported that the retainer ring was detached. She is not sure when it happened but it has been like this for awhile. Caller reported 4 low incidents, one of which was on (B)(6) 2021, while the other 3 events were of unknown dates (so incident date is the same as the notified date of (B)(6) 2021). Current case is of unknown date (so the date is the same as the notified date of (B)(6) 2021). Customer has also passed out. Customer has had emergency medical service dispatched, visited the emergency room, and admission to the hospital. Customer has also treated with food/glucose/carbohydrates. Customer said it is was due to the retainer ring. Treatment was food/glucose/carbohydrate and emergency medical service/emergency room visit, and admission to the hospital for the (B)(6) 2021 incident. Treatment for the current case is dispatch of emergency medical service and visit to the emergency room. Please see (B)(4) for the (B)(6) 2021 incident and (B)(4) and (B)(4) for the other two incidents.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that they were hospitalized due to hypoglycemia on unknown date or (B)(6) 2021. The customer was assisted with troubleshooting. The customer was treated with food. The customer stated that the symptoms related to low blood glucose such as shaking, sweating, mental confusion, inability to follow simple commands, weakness, fatigue. Customer¿s reported that the retainer ring was broken and come off. The device will not be returned for analysis.